Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported failure to advance and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that advancement in the patients¿ anatomy resulted in the reported failure to advance and subsequently caused difficulty to remove during retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-right coronary artery that was heavily calcified, moderately tortuous and 99% stenosed. During advancement the versaturn guide wire met resistance and failed to cross due to the anatomy. During removal, resistance was met.. The procedure was continued with non-abbott guide wire. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.